Event description:
The reporter stated the surgeon inserted an aq2003v silicone three piece lens, and the haptic was noted to be broken after insertion of the lens into the eye. The incision was enlarged to remove the lens, and a different type lens was implanted into the sulcus. Sutures were required to close the incision. The reporter stated the broken haptic occurred while the lens was being loaded into the cartridge.